Event description:
It was reported that charging cable was damaged and stopped working, so charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer was advised to try a different wall adapter but did not have one available, so technical support arranged and sent replacement charging supplies and advised customer to rely on another available cable if pump battery depleted before replacement arrived.